Manufacturer narrative:
Lot number 50377167. (B)(6). Two devices were returned for evaluation. Anchors are free from their inserters. Approximately 13 inches of the blue and white suture remain attached to each anchor. The suture appears to have broken midpoint of its length. The fibers are disorganized at the point where they were cut/broken. One 14 inch section of the white suture was also returned mirroring the condition of the sutures that remain on the anchors. Examination of the anchor eyelets was performed and no burrs or sharp edges were observed. A review of the device history records and quality records associated with this manufactured lot and catalog number confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. Due to these observations no root cause related to the manufacturing process can be established.

Event description:
Suture broke rendering the anchors useless, and not enough suture to get fixation. Anchors were removed and additional anchors were placed in the same drilled sites. No ancillary devices were being used to manage the suture. Anchor lot numbers 50451560 and 50377167.